Event description:
It was reported that the user experienced elevated glucose with fingerstick 267 mg/dl and cgm 237 mg/dl, felt thirsty and confused, and noted the previous infusion site was painful with suspected scar tissue affecting absorption; the user requested assistance and was guided through an infusion set change on an ilet system. Symptoms included hyperglycemia and confusion/disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.